Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg with another model. Therapy was resumed and issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient left the stimulation turned on and decided she no longer wanted to recharge her ipg. The sjm representative met with the patient and confirmed the ipg was unable to communicate with the external devices. Surgical intervention may be pending to address this issue. The date of the event is unknown.